Manufacturer narrative:
(B)(4): batch # m53z16. The ec60a device was received for analysis with no visual non-conformances and with two ecr60b cartridge reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload (c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent:(B)(6) 2016. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a sleeve procedure, during the fourth stapling it was observed the maceration of tissue, followed by failure in stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.